Manufacturer narrative:
A2: date of birth: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. The actual device was not returned. Since the actual device was not returned, investigation of it could not be performed, however a procedural photo was provided. Since the actual device was not returned, the investigation of it could not be performed. Confirmation of the provided photo. - it was found that the distal coil remained inside the patient's body. - based on information from the combined device used, it was estimated that the fractured piece remained inside the patient's body was approx. 4.2mm in size. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past. Cause of occurrence/conclusion. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. Based on the circumstances of the incident, it was inferred that the blood vessel was curved, causing the stent to float, get caught on the involved section, and fracture. However, since the actual device was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo medical corporation received the following reported information: in the treatment of in-stent restenosis (isr) case with a calcified nodule in right coronary artery (rca)#2, after rotational atherectomy (rota) ablation, cutting, intravascular lithotripsy (ivl), and lesion preparation with a balloon, a drug-eluting stent (des) was placed. Since a hematoma due to dissection caused by rotational atherectomy (rota) was also confirmed in the front side #1, an additional drug-eluting stent (des) was placed overlapping it. After a confirmatory intravascular ultrasound (ivus) performed, the engaged system collapsed. An attempt was made to re-engage the guide catheter and re-take the wire, but the wire would not pass through the stent. An attempt was made to use the involved device to pass a wire through and continue the procedure, but it got stuck inside the stent in front and could not be removed. So an attempt was made to remove it, but it was inferred to be engaged in the drug-eluting stent (des) and could not be pulled out, so when it was pulled out with a little more tension, it elongated and fractured, leaving behind the opaque part at the distal end. After that, attempted to take the wire again to confirm the distal end of the wire that remained with intravascular ultrasound (ivus), but the wire did not go into the stent properly, and the sionblack finally passed through. The altaview disconnected and did not pass through the drug-eluting stent (des), and the anteowl wr also did not pass through the drug-eluting stent (des), but the transducer at the distal end managed to position the remaining wire coil within the coronary artery. It was determined that the stent had not protruded into the aorta and that there would be no problem if it remained as it was, so it was considered placing an additional stent. However, the wire and device did not advance to the periphery, and treatment could not be continued, so it was decided to terminate treatment, leaving the opaque part of wire at the distal end. The procedure outcome was not reported. The patient recovered.